Event description:
It was reported that the ilet user experienced prolonged low glucose followed by rebounds to high glucose and subsequent fluctuations. The user treated lows with large-volume starbucks coffee drinks instead of small measured fast-acting carbohydrates, consistent with an improper or incorrect treatment method. Symptoms included hypoglycemia and hyperglycemia ranging from 56 mg/dl to 330 mg/dl. Outcomes included serious injury and the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.